Event description:
It was reported that after a procedure at the user facility, the device's tip was found to be bent. A bent tip can lead to inaccuracies during a procedure. No medical intervention and no adverse consequences were reported with this event. As this event occurred after a procedure at the user facility, there was no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that after a procedure at the user facility, the device's tip was found to be bent. A bent tip can lead to inaccuracies during a procedure. No medical intervention and no adverse consequences were reported with this event. As this event occurred after a procedure at the user facility, there was no delay to a surgical procedure.